Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states this emder is being submitted for an unknown number quantity. It was reported that the patient faced infusion set was accidentally pulled out during use due to tubing catching on something or pump falling on (B)(6) 2023 the patient replaced infusion sets and resumed insulin successfully. No further information available.